Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to malrotation of the acetabular cup as a result of lack of bone ingrowth. The modular head, taper adapter, and the acetabular component were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or while inserting the device."